Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic has a deep crack and a large torn/split area near the center of the lens. It is possible this damage may have been interpreted as the reported "scratch" complaint. No scratches were observed. Product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The optic has a deep crack and a large torn/split area near the center of the lens. It is possible this damage may have been interpreted as the reported "scratch" complaint. No scratches were observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Qualified associated products were indicated. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical devices (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was received damaged out of the box and surgeon noticed a scratch on the lens. Lens was implanted and explanted during initial procedure. Additional information received stating that there was no patient harm. In surgeon¿s opinion manufacturer defect caused or contributed to the event.